Event description:
Alleged deflation.

Manufacturer narrative:
Deflation reported as the reason for explantation. Device evaluation not available due to explant discarded by surgeon.

Event description:
Deflation resulting in explantation.